Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with resetting the pump and provided necessary information. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact support if any issues arose again.